Event description:
The customer reported the evis lucera elite colonovideoscope had foreign material stuck inside the suction channel. The issue was found when preparing the scope for use in a diagnostic procedure. The procedure was completed with a similar device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was foreign material coming out of the suction cylinder. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the suction cylinder and nozzle were clogged, angulation in the up direction and the play of the up/down knob was out of standards due to a worn angle wire, the screen was partly dark due to scratch of the charged coupled device (ccd) lens, the ccd unit was damaged, the ccd lens was creased, the light guide lens was broken, the bending section cover adhesive was broken and switch #2 was creased. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the suction cylinder was unable to be further specified. Moreover, no physical damage was detected at the point foreign material was noted, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): - be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Olympus will continue to monitor field performance for this device.